Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer stated that he was treated with sugar water and orange juice prior to being admitted. The customer also reported congestive heart failure. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.